Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. Two out of range measurements greater than 200 ohms were recorded. After this, technical services (ts) confirmed that the measurements have been stable. Ts discussed that it was likely that this patient underwent a surgical procedure on the days these measurements were obtained and that electromagnetic interference (emi) could be the cause of it, however, this was not confirmed. No adverse patient effects were reported. At this time, this device system remains in service.